Manufacturer narrative:
Correction: device problem code grid: electrical/electronic property problem - c63007. Evaluation results code grid: electrical problem identified - power source problem identified - c92097.

Event description:
The manufacturer became aware of an allegation of everflo intl opi that the patient alleges that the device has damaged power cord. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed. Replaced power cord, integrated sieve canister. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.